Manufacturer narrative:
H3 other text: evaluated by third-party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. No medical intervention was required by the patient. A device was returned to a third-party service center service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation in the blower kit. During the evaluation, an unknown contamination found in the upper enclosure and the user interface panel was scratched.